Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment and vessel rupture occurred. The stenosed target lesions were located in a shunt in the ulnar and basilic veins. A 7.0 x 150 135 cm mustang¿ balloon catheter was advanced for dilatation. After performing percutaneous transluminal angioplasty in the first lesion, the pressure was increased to 18 atmospheres in the second lesion. When the device was attempted to be removed from the sheath, the distal part of the balloon caught in the sheath, got detached in half and the some balloon residue remained in the vessel. The physician attempted to snare the remaining balloon residue but was unsuccessful. The patient was then sent for surgery and the balloon residue was completely removed; however, in the process of removing the fragments, the vessels ruptured. The patient reported to have pain. No further patient complications were reported the patient¿s status is currently stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual and microscopic examination was performed on the returned device. Three separate sections of the device were received for analysis. One section consisted of the hub/manifold, shaft and approximately 85mm of balloon material. The second section consisted of 236mm of severely stretched and kinked balloon shaft and the third section consisted of the tip and 55mm of severely bunched balloon material. The balloon was received in two different sections. A complete circumferential tear was identified in the balloon material approximately 85mm distal to the balloon bond, it was also noted that the 85mm of balloon material was also torn longitudinally. The second detached section of balloon material was approximately 55mm in length and severely bunched over the tip of the device. Solidified blood was noted on the severe bunching of the balloon material. No issues were noted with the balloon material that could have contributed to the balloon damage. The balloon material was noted to be severely bunched over the tip of the device. During analysis the investigator retracted the balloon material which allowed for tip examination. The tip was noted to be compress which may have occurred during attempts to remove the device or due to the balloon material being bunched over it. No issues were noted with the tip of the device that could have contributed to the complaint incident. Both the proximal and distal markerband were noted to have detached from the shaft. The detached section of balloon material was dissected in order to locate the markerbands, however neither the proximal or distal markerband could not be located during analysis. Two separate sections of the shaft were returned for analysis. A complete break was identified in the shaft of the device at the proximal balloon bond. One section of shaft consisted of the shaft and hub/manifold and no damage or any issues were noted with this section. The second section of shaft was noted to be approximately 180mm in length and severely stretched and kinked. This type of damage is consistent with excessive force being applied to the delivery system. This severe stretching and kinking damage may have resulted in the detachment of the device markerbands. No issues were noted with the shaft of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was non-tortuous and non-calcified.